Manufacturer narrative:
Additional information was provided regarding the event. The reporter clarified that the surgery was a craniotomy for tumor resection. Irrigation was used "with a syringe". The reporter stated that the patient had "cortical coagulation of blood vessels (heat exhaustion)" as a result of the event. The reporter indicated that there was no post-operative harm to the patient due to the event. The reporter stated that there were no additional interventions or surgeries required as a result the event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported from switzerland that during a craniotomy surgical procedure, it was discovered that the craniotome devices were overheating when in use with cutter and motor devices. According to the reporter, the surgical procedure started by drilling the first burr hole, and using the craniotome device. The reporter stated that the surgeon got to ¿the point shortly before¿ the second burr hole using the craniotome device. The reporter stated that a second burr hole was drilled and the surgical procedure continued from the second burr hole using the craniotome device. The reporter did not indicate the reason for the second burr hole. According to the report, the bone then got ¿too thick¿ and therefore the surgeon changed to a large craniotome device. The surgery was ¿continued easily¿ with the large craniotome device. The reporter indicated that when taking off the bone flap, a white discoloration from second burr hole could be seen on the ¿brain/arachnoidea¿. The reporter further clarified that the ¿very thin dura mater¿ was damaged during craniotomy. The surgeon indicated that this was a result of the devices ¿overheating during the craniotomy and thereby burns (coagulation) on the brain¿. The reporter stated that the motor device handpiece was not ¿hot¿ during the procedure. It was unknown to the reporter if there were any delays in the surgical procedure or if spare devices were available for use. It was unknown if there was any medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.